Manufacturer narrative:
H10: the actual device was not available; however, a photograph was provided for evaluation showing two (2) minicaps. A visual inspection with the naked eye revealed one of the devices in the photograph showed a minicap in an open pouch with the sponge (foam) separated from the cap. The reported condition was verified on this sample. The cause of the condition could not be determined. The second sample in the photograph showed a minicap with the sponge (foam) in the cap which appears to be high. The reported condition was not verified via the second sample in the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponges of an unspecified quantity of minicaps were ¿slipped out from the cap¿. This was observed when opening the packaging at the hospital and before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.